Event description:
Through journal article "breast implant-related ebv + diffuse large b-cell lymphoma¿case report and review of the literature", healthcare professional reported right side "extracapsular rupture of the right breast implant, with a localized fluid collection and significant soft tissue edema" vis ultrasound, "breast pain and swelling", "capsule were densely adherent to the chest wall", "mild uptake in the axillary lymph nodes", "an incidental 6cm pre-psoas mesenteric mass in the right iliac fossa which on biopsy returned an adenocarcinoma of gynecological origin" and "invasive ebv + large b-cell lymphoma." The events of adenocarcinoma and ebv + diffuse large b-cell lymphoma have been noted as not device related. Pathological markers c30+ and alk- were provided. Device was explanted.

Manufacturer narrative:
Continued e.1 postal code (B)(6). Journal article citation: novis e, parikh r, mechera r, davey l, garibotto n. Breast implant-related ebv¿+¿diffuse large b-cell lymphoma¿case report and review of the literature. International journal of surgical pathology. 2024;0(0). Doi:10.1177/10668969241286233. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.